Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: 5(B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s stimulation was turning on and off. Database analysis revealed that the electrodes had high impedances. The device was found to be working as expected as well. The patient underwent a revision procedure wherein the leads were changed. The patient was doing well postoperatively. The physician did not suspect device malfunction.